Event description:
The patient tested his blood glucose on suspect device and it was 30 mg/dl. He was about to eat some food when he passed out. He was taken to the ER and his blood glucose was 395 mg/dl at the ER. He was given an IV and doesn't know what it consisted of. The patient had taken his insulin 1 hour before passing out.